Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient came post treatment with possible infection in nasal limbal relaxing incision (lri). Patient was sent to corneal specialist and a culture revealed streptococcus pneumoniae. It was revealed that there was corneal melt secondary to the nsaid drops (nonsteroidal anti-inflammatory drugs) that got secondarily infected with the bacteria. The patient is healing but final vision is to be determined.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, device history records and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation device was working within specifications. All pertinent information available to abbott medical optics has been submitted.